Event description:
General report received an unspecified number of undocumented incidents of devices delivering less medications than intended. The customer contact reported the devices were being used in post surgical recovery to deliver unspecified antibiotics. No specific programming parameters were provided. The customer contact indicated that there may be multiple devices; however, one example was provided of a 50ml container and 19ml left over so the patient was not getting all of their antibiotic. No specific event details were provided. There were no reported adverse patient events and no reported delays in therapies critical to these patients while the devices were in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.